Event description:
On june 8, 2007, the lay-user/reporter contacted lifescan alleging that a one touch surestep meter was reading inaccurately low. The patient has had a foot ulcer on his right foot since approx five months earlier. He tests his blood glucose once a day in the morning and takes "70/30" insulin; 20 units in the morning and 10 units at night. The patient also takes an unidentified pill twice a day. He could not recall what the name of the medication is. According to the patient, he started getting low readings on the reported meter around eighteen days prior to original date. A review of the reported meter's memory showed results of "5.1 mmol/l" (92 mg/dl) and "11.8 mmol/l" (213 mg/dl). The meter's 30-day average was "9.3 mmol/l" (167 mg/dl). Due to some of the low readings that he was getting, the patient decided to skip some of his doses of the unidentified pill. The patient stated that he has always been "exhausted and tired." He also mentioned that he has suffered from "constipation." The reporter stated that the patient has also been "thirsty." It is not known when the thirstiness started. The patient's blood glucose was also tested by a visiting nurse on unspecified dates and results of "190 or 200 something" were obtained. It is not known what device the nurse used. The nurse reportedly obtained other results of "250 and 260 mg/dl." The patient has been having on-going wound care for his foot. The patient was not aware the meter was incorrectly set to "mmol/l." The patient did not manually change the meter's setting to the incorrect unit of measurement setting. The meter was previously set to the correct unit of measurement setting. The meter, test strips and control solution were replaced. This complaint is being reported due to the following conclusion: the patient and reported alleged the patient interpreted his meter readings as being low due to the meter being set to mmol/l, skipped some of his medication dosages, and became hyperglycemic with symptoms that suggest hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.